Event description:
Litigation alleges that patient has experienced pain, injuries, and elevated levels of metal ions. Patient fact sheet was received on (B)(6) 2012, which provided part/lot information.

Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address elevated metal ion levels. There is no additional information that would affect the outcome of this investigation.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address a large, fluid filled cyst, cloudy whitish gray fluid, pseudotumor, necrotic material, metallosis, deficiency in the acetabulum, and bone loss. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.